Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddr mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 90% of the time while implanted with prolonged high atrial rates.the device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this device was suspected to exhibit premature battery depletion. Engineering analysis determined the device is high rate atrial sensing at an average rate of 185 bpm. High rate atrial sensing can cause an increase in power consumption. The device power consumption is varying based on the atrial tachy response episodes. The latitude reports show the device atrial burden is high. Boston scientific technical services advised to consider methods to reduce the high rate atrial sensing. This device was then explanted and returned for analysis. Device explant is considered physician's discretion as there is no evidence that the explant is related to the device malfunction and the device remained in service for 8 years.